Event description:
The customer reported obtaining high red blood cell (rbc) recovery on quality control samples from the coulter lh 750 hematology analyzer. It is unknown if there are any erroneous patient results generated as a result of this event; however, the customer indicated that patient samples were not run at the time when the issue was discovered. The customer did not report any patient results out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the red blood cell (rbc) diluent dispenser o-rings but the issue was not resolved. The fse evaluated the instrument further and replaced the rbc sample mix valve (sol 20) to resolve the issue. While servicing the instrument, the fse also discovered that solenoid sol11 had stopped working and proceeded to replace sol11 to resolve the issue; this event was unrelated to the initial issue reported by the customer. In conclusion, failure mode of the low rbc recovery is attributed to a malfunctioning sol20. The fse also noted that sol11 had stopped working during service. (B)(4).